Event description:
It was reported that a shaft fracture occurred. The 90% stenosed target lesion was located in the right coronary artery. A 10/2.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the shaft of the balloon was fractured after deploying the stent. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure. It was further reported that this device was mistakenly reported. There is no complaint (issue) for this flextome cutting balloon with batch/lot 25372380.

Event description:
It was reported that a shaft fracture occurred. The 90% stenosed target lesion was located in the right coronary artery. A 10/2.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the shaft of the balloon was fractured after deploying the stent. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.